Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one device was returned for evaluation. The returned sample did not meet specification as received. The event led to the user being hospitalized for 24 hours observation on heart department. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported the right display is not working. The investigation identified the cause to be the right display. The customer declined the estimate and no repairs to the returned equipment were made. The service center reported thermal damage to the lvps cable. The investigation identified the root cause to be a connectivity issue with the rf-lvps cable. The customer declined the estimate and no repairs to the returned equipment were made. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse got electric shock when touched the screen to adjust the generator's setting. The event led to the user being hospitalized for 24 hours observation on heart department.